Event description:
Patient presented to the physician with worsening ear pain and vertigo, a pre-existing condition that had worsened since the implant procedure. Physician brought the patient into the operating room and removed the entire inspire system.